Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils), non-penumbra coils and a non-penumbra microcatheter. It was noted that the patient anatomy was mildly tortuous and calcified. During the procedure, the physician placed five non-penumbra coils in the target location using the microcatheter. Afterwards, while advancing a smart coil out of its introducer sheath, the smart coil became stuck in the distal tip of its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil revealed an undamaged and functional device. During functional testing, resistance was encountered due to the coagulated blood inside the distal tip of the introducer sheath and the smart coil could not be advanced through the distal tip of the introducer sheath. The coagulated blood was removed from the introducer sheath and then the smart coil was able to advance through the introducer sheath and a demonstration microcatheter without issue. The coagulated blood within the introducer sheath was likely incidental. The root cause of the smart coil becoming stuck in the distal tip of the introducer sheath could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.